Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips were scissoring. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? None that was noticed. Was any unexpected resistance felt while firing the trigger? I do not know. Were any unexpected noises heard? Asku. If so, when? None that were reported. Did anything unexpected happen prior to this incident? None that was reported. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? No.